Manufacturer narrative:
The customer's report was observed and attributed to a damaged pin on a battery socket on the battery board. The battery board was replaced to resolve the report. It could not be firmly established what caused the damage to the board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the unit halts after partial boot cycle. Complainant indicated that there was no patient involvement in the reported malfunction.